Event description:
Customer is using the advantage system and observed the expiration date on the box of strips is erroneously labeled as good product. Customer states the expiration date on the box of strips is 6/30/2007. The labeling malfunction was confirmed by the manufacturer's batch record and database, which verified the actual expiration date as 11/30/2005. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter serial number unknown, test strip lot number 522733, expiration date 11/30/2005.

Manufacturer narrative:
The suspect product is the advantage test strips.